Event description:
Patient was revised to address loosening of the stem, poly wear of the liner, and osteolysis.

Manufacturer narrative:
The device associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.